Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
During follow-up, a pocket infection was observed. The physician was not able to provide the cause of the infection. The issue was resolved by explanting and replacing the device and right ventricular (rv) lead. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-14685.